Event description:
Medtronic receive a report that the device had a consistent leak from the cuff requiring placement of a stop cock to prevent air loss. The customer reported that there was no injury to the patient involved.